Manufacturer narrative:
Method: none. Result: device was confirmed to be a concomitant product. No issue was reported with this device via the complaint reported. Conclusion: device was confirmed to be a concomitant product. No issue was reported with this device via the complaint reported.

Event description:
It was reported that; screw went through the cage. Yes, replacement hardware was used.

Event description:
It was reported that; screw went through the cage. Yes, replacement hardware was used.